Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found water supply connector for the balloon has corrosion and water supply connector for the suction connector has corrosion. Based on the investigation, the definitive root cause of the reportable issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited that the channel mount unit has foreign object. There were no reports of patient involvement.